Event description:
Pt was on a continuous infusion of flolan per pump. Pump and supplies provided by one provider. A different provider dispensed drug. The cassette was not completely connected to the pump (on approx. 8/24/96) the pt became symptomatic and symptoms were severe before husband discovered the problem. Pt was hospitalized in ICU. Pt was improving from crisis when she became comatose (9/7/96) pt died 9/8/96.